Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 19mm epic supra aortic valve was chosen for a aortic valve replacement (avr) procedure. The annular dimension of the native valve was 19mm as per echocardiogram. The annulus was sized with epic sizer 19mm and the sizer properly fit, but when the physician tried to implant the valve and tried to suture knots, it was not fitting properly and it was very tight. So the valve was explanted and implanted a new 17mm non- abbott mechanical heart valve (mhv). During the removal, the leaflet was also torn. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.

Manufacturer narrative:
An event of explant due to valve deterioration and torn cusp were reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. However, based on the information received, the reported event of torn cusp was during the explanting the valve. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.